Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure could have contributed to the reported hospitalization or diabetic ketoacidosis or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Symptoms include nausea, dehydrated, unable to urine and vomiting. At the hospital, the patient was placed on an intravenous therapy of fluids, and was prescribed zofran (4mg) to be taken 1 tablet every 8 hours. The patient was released a few hours later.